Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the catheter was returned in two sections due to a hypotube break 21cm from the manifold strain relief. The hypotube was severely kinked mainly in the area of the break and the tip was slightly flared. No issues were noted with the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that catheter shaft damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 3.00mm x 16mm promus element stent was advanced to treat the lesion. However, the shaft of the stent delivery system was damaged. The physician was removed the device intact. No patient complications were reported and patient's status was good. However, returned device analysis revealed hypotube fracture.